Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the implantable pacing lead (ipl) suspected that the lead dislodged. It was also reported the ipl exhibited high thresholds. The ipl remains in use, and explant planned for a later time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Regulatory report# 3008973940-2018-02176 was submitted with the incorrect serial number. Regulatory report# 2649622-2018-18233 was submitted to report the correct serial number. If information is provided in the future, a supplemental report will be issued.